Event description:
Healthcare professional reported right side "extracapsular rupture with multiple siliconomas in the breast parenchyma in both axillae", "silicone deposits in several lymph nodes", "right breast swelling", "right 7 o'clock retroareolar lesion may represent a small fibroadenoma or papilloma given its location. Healthcare professional also reported "chronic migraine, hypertension, chronic iron deficiency, chronic vitamin-d deficiency, chronic suprapatellar bursitis, patellar tendinopathy, and chronic urinary incontinence, determined to be not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of "silicone migration" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and silicone migration.